Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on after it was exposed to water. When the audio bolus button was removed, water reportedly poured out the pump. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012 . Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings. Review of the black box and download history revealed rebooting recorded. The pump was returned for investigation with visible moisture in the display screen. On testing, the piston would not move due to moisture ingress. The pump was opened for investigation and revealed damage to the printed circuit board (pcb).